Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the workstation would not come on. This rendered the system unusable due to the inability to view the live image. There is no report of injury or death associated with the event described in this complaint.